Manufacturer narrative:
(B)(4). D10 - associated medical devices: unknown oxford femoral component; item# unknown; lot# unknown. Unknown oxford tibial component; item# unknown; lot# unknown. G2 - foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a supplemental medwatch 3500a. Will be submitted.

Event description:
It was reported that the patient had an initial left partial knee replacement. Subsequently, approximately seven years later, they underwent a revision surgery due to inlay fracture. Intra-operatively, synovitis and bony overgrowth of the tibia were noted and removed. The inlay was exchanged without any known complications. Due diligence is in progress for this complaint; no additional information or product has been received at the time of this report.